Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded several batt out limit and low battery alerts on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and on (B)(6) 2023. The adapt tool also recorded pump error 53 on (B)(6) 2023 at 08:37:06 hour(B)(6) . Per software engineering log pump error 53 was trigger due to abort exception, possible hardware issue. (B)(4). The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. However, isolate to electronic due to hardware issue. No physical damage noted during visual inspection. In conclusion, customer concern was not confirmed, unit was tested successfully. However, during download history review it demonstrated abnormal power graph behavior and pump error 53. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported the short battery lifetime of the pump and replace the battery alarm. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.